Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to additional information received 03-apr-2023. Confirmation received 03-apr-2023. Patient death occurred after the initial placement of the cook device. The cause of the patient death was reported to be due to unrelated causes, not due to the device occlusion.

Manufacturer narrative:
PMA/510(k): p050017/s006. Device evaluation: the zfv6-125-9-6.0 device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Document review: prior to distribution all zfv6 devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use lists restenosis of the stented artery as a potential adverse event. There is no evidence to suggest the user did not follow the IFU or label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined. A possible root cause for the limb occlusion could be attributed to patient pre-existing conditions, from the available information it is known that the patient suffered from aaa condition which is associated with lower-limb occlusion. It should also be noted that the IFU lists restenosis of the stented artery as a potential adverse event. It should be noted that 03 attempts were made to obtain images, should these become available the complaint will be updated accordingly. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient required a re-line limb extension as a result of this occurrence. Patient death was later reported however this was confirmed to be due to unrelated causes. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on the 04-may-2023.

Manufacturer narrative:
PMA 510k # p050017/s006. Device evaluation: the zfv6-125-9-6.0 device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution all zfv6 devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0058) lists restenosis of the stented artery as a potential adverse event. There is no evidence to suggest the user did not follow the IFU or label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined. A possible root cause for the limb occlusion could be attributed to patient pre-existing conditions, from the available information it is known that the patient suffered from aaa (abdominal aortic aneurysm) condition which is associated with lower-limb occlusion it should also be noted that the IFU lists restenosis of the stented artery as a potential adverse event it should be noted that 03 attempts were made to obtain images, should these become available the complaint will be updated accordingly. Summary: the complaint is confirmed based on customer testimony. It was known the patient would have required a re-line limb extension procedure as a result of this event, however, upon receiving additional information it is known that the patient did not undergo this procedure as the patient passed away due to unrelated causes. The annex f code assigned has been done so in line with the intervention that would have been required/performed had the patient not passed away. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental correction follow-up MDR report is being submitted due to the corrections made to investigation notes on 29-jan-2024.

Event description:
As per cc form : follow up CT in (B)(6) 2022 has demonstrated a limb occlusion on the right side, ? Cause. A section of the device remained inside the patient¿s body. As per cc form: n/a. The patient required additional procedures due to this occurrence. As per cc form: the patient will need a re-line limb extension on the right side. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.